Event description:
It was reported the customer had no delivery alarms on their insulin pump. Customer's blood glucose was unknown. The customer declined to troubleshoot and stated insulin was not exiting from their insulin pump. Customer was able to clear the alarm. The customer was advised they may have to replace their insulin pump if the alarm persists. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.